Event description:
Caller reported using 2 vials of strips, 1 vial (advantage system 1) was uncapped. Reported blood glucose results of 278 mg/dl using advantage system 1, the uncapped vial, and 108 using advantage system 2 within 10 minutes. Reported no symptoms or adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 1. (B) (6).